Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1cgju, implanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their urologist removed their old interstim device in (B)(6) 2019 and during the procedure a fragment of the lead broke off. Patient said they were having severe back issues and their doctor wanted to do an MRI but the hospital won't do it because they don't know what the lead composition is. The patient was redirected to their healthcare provider to further address the issue. Agent sent patient information regarding lead fragment eligibility.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1cgju, implanted: (B)(6) 2017, product type lead. (B)(4) pertain to product ID 3889-28 lot# va1cgju implanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported the cause of the lead being in fragments was that the lead had migrated and two tines were in the foreman and two were pushed through pass the anterior surface of the sacrum. The doctor dissected down as far as possible to try and retrieve the remaining part of the lead but the lead was too difficulty to remove. It was noted that the ¿adverse event¿ was that the lead broke upon removal. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient implantable neurostimulator (ins). It was reported there was a full system and the lead was fragmented. The rep noted there was an ¿adverse event¿. There were no further complications that have been reported as a result of this event.